Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Visual inspection noted 4 unopened hydrosil intermittent catheters were received. Visual evaluation noted no obvious defects. Further testing required. The outer diameter of the shafts measured to be 0.1595", 0.1470", 0.1600", and 0.1625" which were found to be within specification (0.157" +/- 0.013"). The outer diameter of the catheters were also measured 1" back from the tip and measured to be 0.1625", 0.1345", 0.1660", and 0.1690". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected

Event description:
It was reported that the intermittent catheter varied in size. Patient explained the tip of the catheter that could be either thick or thin. Also stated that out of the 6 boxes patient received only around 3 boxes were usable and explained patient felt through the packet which ones were suitable or not. The thicker ones were not usable.

Manufacturer narrative:
The reported event was unconfirmed - product met specifications. Visual inspection noted 4 unopened hydrosil intermittent catheters were received. Visual evaluation noted no obvious defects. Further testing required. The outer diameter of the shafts measured to be 0.1595", 0.1470", 0.1600", and 0.1625" which were found to be within specification (0.157" +/- 0.013"). The outer diameter of the catheters were also measured 1" back from the tip and measured to be 0.1625", 0.1345", 0.1660", and 0.1690".the device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. 11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the intermittent catheter varied in size. Patient explained the tip of the catheter that could be either thick or thin. Also stated that out of the 6 boxes patient received only around 3 boxes that were usable and explained patient felt through the packet which ones were suitable or not. The thicker ones were not usable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter varied in size. Patient explained the tip of the catheter that could be either thick or thin. Also stated that out of the 6 boxes patient received only around 3 boxes were usable and explained patient felt through the packet which ones were suitable or not. The thicker ones were not usable.